Event description:
Complainant alleged that during a routine preventative maintenance check, the device's display intermittently blanked out and only displayed a green dot. The complainant indicated that there was no pt involvement in the reported failure.